Event description:
It was reported that the 9600+ system displayed a bad iris pot error. Reboot was required. It was also noted that the power cord was broken. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Battery pack and power cord assembly. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.